Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2024, while preparing a triclip steerable guide catheter (tsgc), a leak was observed at the flush port. The flushing port had a small orifice on it. The device was set aside for return and not used. There was no patient involvement. Another device was used in replacement without further issues reported. Subsequent to the previous report, the additional information was received: the dilator flush port was noted to have a hole with leak. Aatn qe---a video was sent with the observed issue. The email with video has been saved at the event level as 285154.

Manufacturer narrative:
The returned device analysis did not confirm product quality problem associated with flush port having a small orifice on it. The analysis, however, did identify that the dilator flush port was cracked and confirmed the reported leak/splash. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the reported information and analysis of the returned device, the reported product quality problem appears to be due to user perception of the cause of the leak or user interpretation of the crack. The investigation determined the cracked dilator flush port resulting in the reported leak/splash to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.